Event description:
Patient receiving fentanyl was discontinued from pump per protocol because she was tolerating soft diet. Upon wasting medication, pump read 114 ml given but when remainder of bag was measured there was 250 ml remaining. Patient had complained of pain but continued to push her button. It appears the medication wasn't infusing as the pump said it was.